Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left hip was revised (cause unknown). Upon explantation, surgeon reported the presence of severe corrosion (rep cannot identify if corrosion was wear or ion related). Stem and shell were well fixed and well positioned and were not revised.